Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information provided, it was reported a patient experienced a deflation in a breast saline implant. During visual evaluation of the sample, it were found two (2) tears (a & b). Tear a measured approximately 0.3 cm and was located in the anterior view. Otherwise, tear b measured 0.5 cm approx. In the posterior view. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: serial number is unknown. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) year-old female patient who underwent an unknown procedure with two 375cc mentor smooth round moderate profile saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2019. This report is for the left sided device. See 1645337-2019-23308 for contralateral prosthesis report.